Manufacturer narrative:
Quality safety evaluation received on 05-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-sep-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report, received via regulatory authority, refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and one coil was found back in the abdominal cavity with a lot of endometriosis. She is planning to have the devices removed. This event, seen as device dislocation, is listed in the reference safety information for essure. During essure use, there is a risk that the device may dislocate into fallopian tubes towards abdominal cavity. Although, in this case, limited information was provided (no details regarding event's date or its mechanism were informed), given event's nature per se, causal relationship between reported event and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. In addition, non-serious events were reported. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information can be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 18-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. The consumer's medical history included suspected nickel allergy. On (B)(6) 2010, essure (fallopian tube occlusion insert) was placed. It was reported that consumer had painful placement. It went difficult; physician had trouble finding the openings. As complication of device insertion, adhesion was reported. It was reported that 60 months after insertion (not specified which event), she developed pain in pelvis, rash, itching skin, pain during menstruation, pain during coitus, lower back pain, depressive feelings, tiredness, mood swings, tingling and endometriosis. One coil was grown together, the other one was found back in the abdominal cavity with a lot of endometriosis. It was reported that 1 ovary was checked and appeared not to be closed up. It was decided to operate (cauterisation ovaries - reported as sterilization with other methods). Consumer stated that she had problems with movements and she is planning to remove essure. Company causality comment: this case report, received via regulatory authority, refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and one coil was found back in the abdominal cavity with a lot of endometriosis. She is planning to have the devices removed. This event, seen as device dislocation, is listed in the reference safety information for essure. During essure use, there is a risk that the device may dislocate into fallopian tubes towards abdominal cavity. Although, in this case, limited information was provided (no details regarding event's date or its mechanism were informed), given event's nature per se, causal relationship between reported event and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. In addition, non-serious events were reported. Technical analysis is being sought. No further information can be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.